Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited t wave oversensing and noisy signals. Technical services (ts) discussed the episode length due to end of episode criteria not being met with the n markers. Ts recommended to consider postural assessment to try to recreate the morphology change and extending smart charge only if it is clinically appropriate. This s-ICD remains in service. No adverse patient effects were reported.